Event description:
It has been reported to philips that, system was given error_fluostr-imageds- fluoro storage not possible-image disk problem. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system remotely and confirmed that, the device had an error_fluostr-imageds for 2 days on the monitor. Review of log files showed fluoro storage not possible, image disk problem. There were no more alerts on the monitor. After troubleshooting, the system was returned to use in good working order. Later the issue was repeated, and there were multiple cases created for the same reported issue. As per trackwise pr ID 3574146, the issue occurred repeatedly and was resolved by training the user and reloading the software. There are no more cases created for the same reported issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.